Event description:
Extension for neurostimulator lead would not engage.surgeon indicated that the single set screw is a design issue. He has complained about it to medtronic since it came out. The connections are all friction based, and sometimes makes it very difficult to insert the lead without damage (as was the case last week). There have also been situations where impedance testing indicated open circuits despite a good insertion into the block.